Event description:
It was reported that patient presented to hcp's office on (B)(6) 2022 . Rep was informed by hcp on (B)(6) 2022 at 3:03 pm that patient was scheduled for a exploration and revision of surgical incision to right flank on (B)(6) 2022 . A "pin-point" hole to the left of the right flank incision was noted by the hcp with a small amount of draining, discharge/wound weeping. Patient has had no fever, no redness, no pain to incision site. Hcp reports that there are no issues with the surgical lead, no issues with the ins. Per hcp, there are no plans for explant at this time. Patient was not placed on any antibiotics at this time.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4). Implanted: (B)(6) 2022. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 18-apr-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep spoke to the hcp. Pt underwent revision of surgical incision without complication. Patient's incision has healed well and has had sutures removed. Per hcp, there was no evidence of infection at time of revision surgery and there was no evidence of infection at the time of suture removal. Patient is doing well and is using scs device without any problems.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.